Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the surgeon placed the device over the piece of tissue which needed to be resected. As the surgeon fired the device, the device failed to form a complete staple line from the proximal to the distal end of the reload. This happened repeatedly for three reloads and then the device was changed this resolved the problem. There were no adverse consequences for the patient.